Event description:
It was reported that a resolute integrity drug eluting stent was used to treat a lesion in the mid lad which exhibited severe calcification with high grade stenosis. Device was inspected prior to use with no issues noted. The lesion was pre-dilated up to 14 atm for 30 seconds. Despite multiple maneuvers with the guide and support of a zinger wire the device was unable to cross the lesion. Resistance was encountered and excessive force was used. The device was removed and it was noticed that the catheter shaft had been damaged and detached midway. The lesion was pre-dilated, and two shorter resolute integrity stents were used to complete the procedure. There was no patient injury reported.

Event description:
Device evaluation there were a number of kinks visible along the distal shaft. The transition shaft was damaged immediately distal to the guidewire entry port. The hypotube was kinked 2.5cm proximal to the break site and 2.3cm, 13.0cm, 26.0cm, 47.5cm, 65.0cm and 80.5cm distal to the break site. The hypotube had detached 17.6cm distal to the strain relief. Both ends of the hypotube were oval and jagged at the break site. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. There was no deformation visible to the stent struts or segments. Image review: review of the procedural images confirms the difficult nature of the vessel/lesion. The images capture the pre-dilation of the lesion and the attempted delivery of the stent. Addition pre-dilation and the delivery and deployment of two stents are captured on the images.

Manufacturer narrative:
Evaluation results: deformation problem (catheter).

Manufacturer narrative:
(B)(4). Evaluation codes, results: failure to follow instructions (excessive force was used) inherent risk of procedure (failure to cross lesion) inherent risk of procedure (lesion was severely calcified with high grade stenosis) (no results available since no evaluation performed) - device or procedural images not provided for review none (device not returned) evaluation codes,conclusions: failure to follow instructions (excessive force was used) inherent risk of procedure (failure to deliver stent) device failure/lack of effectiveness related to patient condition (lesion was severely calcified with high grade stenosis) unable to confirm complaint (device or procedural images not provided for review).